Manufacturer narrative:
The analyzer serial number is (B)(6). The customer suspects and interfering substance in the patient's samples as the patient's serum has an orange color. The investigation is ongoing.

Event description:
There was an allegation of questionable altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation results for 3 samples from the sample patient on a cobas c 503 analytical unit. On (B)(6) 2024, sample 1 had an initial altp result of 318 u/l. A 1:50 dilution was performed on the sample and the result was 733 u/l. On (B)(6) 2024, sample 2 had an initial altp result was 793 u/l. Clarification on whether this result was obtained from a 1:10 dilution of the sample was requested but not provided. A 1:50 dilution was performed on the sample and the result was 1229 u/l. On (B)(6) 2024, sample 3 had an initial altp result was 477 u/l. A 1:50 dilution was performed on the sample and the result was 996 u/l.

Manufacturer narrative:
On (B)(6) 2024, the affiliate clarified that the initial altp result of 793 u/l was obtained from an automatic 1:10 dilution.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.